Event description:
It was reported that a small volume intermate leaked from its tubing, which was described as broken. This occurred during patient infusion of a non-baxter antibiotic solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the leak was due to cut tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the lot 12f074 was manufactured june 26, 2012 - june 27, 2012. The sample was received with approximately 50 ml of fluid in the bladder. The tubing was clamped, knotted, and cut. Visual inspection revealed multiple cuts on the delivery tubing. The reported leak condition was therefore confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, a follow-up report will be submitted.